Event description:
The following is based off a review of the pt's medical records and pt legal fact sheet provided to davol by the pt's attorney. On (B)(6) 1998 - the pt underwent anterior and posterior colporrhaphy with perineal plasty, lysis of adhesions and sacrocolpopexy with implant of an unspecified "marlex mesh". On (B)(6) 2013 - pt was diagnosed with rectocele, cystocele, and uterine prolapse. The pt underwent partial explant of "marlex mesh" and implant of a non-bard/davol sling during a sacrocolpopexy and lysis of adhesions procedure. Operative details noted "there was evidence of extensive adhesions".

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. Based off medical records, the pt was treated for adhesions. Adhesion is listed as a possible adverse reaction in the instructions for use. Without a lot number, a review of the mfg records could not be conducted. With the currently available info, no conclusion can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.